Event description:
Upon opened the package, zebd-7-10 was bent. The user attempted to use another device from same lot number, a similar problem was found. Patient outcome: prior to patient contact.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-jul-2024.

Manufacturer narrative:
Device evaluation: 2 units of lot number c1922048 of zebd-7-10 was returned opened in the original packaging. With the information provided, a physical examination and document based investigation was conducted. The devices involved in the complaint were evaluated in the laboratory on 22 feb 2024. (B)(4): visual inspection: stent and pigtail straightener returned. Bend observed on body of stent approx. 1.5 cm from the non-tapered end pigtail curl. Kink observed on the 5th porthole of tapered end pigtail curl. Functional inspection: 0.035 inch wire guide does not pass the kink. (B)(4): visual inspection: stent and pigtail straightener returned. Kink/slight perforation observed on the 5th porthole of tapered end pigtail curl. Functional inspection: 0.035 inch wire guide does not pass the kink. Manufacturing records: prior to distribution, all zebd-7-10 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zebd-7-10 devices of lot number c1922048 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zebd-7-10 devices confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1922048. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The user is also advised in the precautions section that, "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) the japanese packaging insert (c-es0505w10) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to the kinks and slight perforation occurring while the stents were being straightened as they were being loaded onto the wireguide. Additional information received confirmed that the kinks occurred when the physician was straightening the stents with the pigtail straightener. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, initial failure - bent stent. Confirmed quantity of (B)(4) devices, confirmed prior to use. According to the initial report, this occurred prior to patient contact. Investigation findings conclude that a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to the kinks and slight perforation occurring while the stents were being straightened as they were being loaded onto the wireguide. Additional information received confirmed that the kinks occurred when the physician was straightening the stents with the pigtail straightener.